Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Renal failure and 2nd degree type 2 block with a "possible" relationship to the impella device used was reported. There were issues with pump positioning requiring repositioning of the device multiple times on support. The pump was not returned for investigation, and insufficient clinical details were provided. The cause of the renal failure, 2nd degree type 2 block, and the positioning issues could not be determined.

Event description:
The complaint team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured 2nd degree type 2 block with a "possible" relationship to the impella device used: ¿patient started having long pauses. Electrocardiogram (EKG) obtained showing 2nd degree type 2 block. Amiodarone was stopped and dobutamine was increased¿. The patient recovered with no sequelae. In addition, the patient endured renal failure with a "possible" relationship to the impella device used: ¿baseline creatinine on was 1.07 mg/dl. Patient noted to have acute kidney injury in the ¿setting of cardiogenic shock and impella.¿ continuous renal replacement therapy (crrt) initiated. Crrt used intermittently. Hemodialysis started. Patient was discharged from hospital on hemodialysis without hope for renal recovery. During support it was noted that there were issues with placement requiring repositioning 3 times. An echocardiogram showed it had pulled back. The impella was successfully weaned and explanted.